Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: delamination, crease flat, wear abrasion, delamination. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.